Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the stopper popped out of the tube. The following information was provided by the initial reporter and translated to english. The customer stated: "when using the tube, it was found the shield had a creep out issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: "material #: 367986. Lot/batch #: 1298098. Bd had not received samples or photos for investigation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper creep out as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper creep out. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the stopper popped out of the tube. The following information was provided by the initial reporter and translated to english. The customer stated: "when using the tube, it was found the the shield had a creep out issue."